Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic examination of the device identified the cylinder 1 had a hole at corner of a fold and broken fabric threads in the proximal end of the cylinder and also had wear at fold in the proximal end, middle, and distal end of the cylinder. The cylinder 2 had complete separation of the outer sleeve from wear at the proximal end. Cylinder 2 had a hole at corner of a fold in the middle of the cylinder. A leakage test was performed; this confirmed cylinder 1 had a leak at corner of a fold in the proximal end of the cylinder. The pump was inspected too, the pump was worn to the filament and some filament was extruded and pump failed activation tests 2 and 3. It is likely that the reason for inflation issue was most likely determined to be the leak in cylinder 1 and the ms pump failures of activation tests 2 and 3 from the functional test performed and the analysis of the available information. The reported event was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that post the procedure, when the doctor tried to inflate de inflatable penile prosthesis (ipp) cylinders, it was noticed that the pump did not have fluid. There were no patient complications.

Event description:
It was reported that post the procedure, when the doctor tried to inflate de inflatable penile prosthesis (ipp) cylinders, it was noticed that the pump did not have fluid. There were no patient complications.